Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the membrane diff prs value in the pim leak test was outside the acceptable range. After safety disk replacement the device passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.